Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a patient underwent implant of a 23mm sapien 3 valve in the aortic position by right transfemoral approach. Multiple attempts were made to advance the esheath through the femoral artery, but the introducer did not progress. The medical team decided to dilate the external iliac artery with a peripheral angioplasty balloon and proceed with the introduction of the esheath. As the tip of the first esheath device was already damaged, a new unit was opened from the backup kit at the hospital and proceeded with the treatment. Access was accomplished and the second esheath device followed without difficulties. As per medical opinion, the event was due to the patient's very tortuous and calcified accesses. Clinical and medical team were aware of the complexity of transfemoral access, but the patient was too serious for treatment via transapical access.

Manufacturer narrative:
Added h.6 component code, type of investigation, and investigation results. Corrected h.6 investigation conclusions. The esheath was not returned to edwards lifesciences for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar events for devices from this work order. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Device related photos and imagers of the patient's anatomy were provided. The sheath distal tip is observed to be opened with some soft tip damage. Hdpe damage is noted near the distal tip, along with serration along the seam and a split of the distal tip. The patient's access vessel had calcification and tortuosity present. The IFU, device preparation training manual, and device procedural training manual were reviewed. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra is required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The split in the distal tip was confirmed based on the provided photos. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lots history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'some attempts were made to advance esheath through the femoral artery but, at a certain point, the introducer did not progress. The medical team, then, decided to dilate the external iliac artery with a peripheral angioplasty balloon and, then, proceed with the introduction of the esheath. As the tip of the first esheath device was already damage, a new unit was opened from the backup kit at the hospital and proceeded with the treatment' and 'as per medical opinion, event was due to very tortuous and calcified accesses'. Imagery review revealed that the access vessel had presence of calcification and tortuosity. Provided device-related photos reveal soft tip damage, hdpe damage, serration along the seam, and a split at the distal tip. These observations are indicative of calcium nodules within the vessel interacting with the sheath during insertion and advancement. Per training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. The presence of calcification and tortuosity can create a challenging pathway for sheath insertion, as calcification can create friction and damage through contact with the sheath, while tortuosity can subject the sheath to suboptimal angles. Additionally, it is possible that combined with interaction with access vessel characteristics, the sheath was excessively manipulated to overcome the resistance experienced during sheath insertion, contributing to the splitting of the sheath distal tip. Available information suggests that patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the reported events.